Manufacturer narrative:
(B)(4). Product not returned. (B)(4).

Event description:
It was reported that no capture and sensing anomaly were observed. X-ray confirmed lead perforation. The lead was then explanted and replaced. The patient was asymptomatic and was fine during and post-procedure.